Event description:
It was reported that the implantable pulse generator (ipg) exhibited a managed ventricular pacing error when it began to pace at a different lower rate than originally programmed. It was also noted the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.